Manufacturer narrative:
The device was received fully deployed with the expected number of pulses delivered during priming. The device delivered over 200 pulses, as well as multiple immediate boluses. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to a needle mechanism failure.

Manufacturer narrative:
The device was returned and investigation is pending completion. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: not provided. Omnipod software app version: not provided. Operating system: not provided. Hardware: not provided. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed early when the pod was activated; this indicates a needle mechanism failure. The patient's blood glucose level was 190 mg/dl at the time of the incident. The pod was not worn. As treatment, a new pod was placed.